Event description:
One pedicle screw broke post operatively. The broken pedicle screw was detected during a follow up visit on an x-ray. The date when the screw was broken is unknown. The broken screw remains inside the patient and will not be returned to the manufacturer. It is unknown if the patient will undergo a revision surgery. The patient's current medical condition was not provided by the customer. The initial reporter is unsure of the lot number of the screw. These are the possible lot numbers of the broken screw: 607247, 609359.

Manufacturer narrative:
A visual examination of the x-ray provided by the surgeon was performed by engineering. A visual inspection of the x-ray revealed the following: the broken screw was confirmed. The broken screw is positioned in the iliac. Ins-016 rev 3 and ins-009 rev d (instructions for use for the zodiac spinal fixation product line refer to attached documents that are highlighted indications for use: it is intended that this device, in any system configuration, be removed after development of solid fusion mass. Hook component indications are limited to t7-l5. Sacral screw indications are limited to the sacrum only. The device remains inside the patient and was unavailable for evaluation. The iliac bone is not included in the indications for use for the zodiac system. The root cause of the screw breakage was due to user error.